Event description:
It was reported by service report that the bed exit was not alarming at the bed. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result - bed exit beeper.